Manufacturer narrative:
The investigation into the root cause of the access site bleeding is on-going. The root cause will be relayed to the FDA if the complainant returns any product or further clinical report. To date no product or extensive clinical report has been shared. No vessel imagery has been shared. The cause of the in use event may remain unknown.

Event description:
A (B)(6) was admitted after arresting in his home and being shocked out of a vf arrest by ems. The team had intubated him in the field and restored his heart rhythm. Upon admission to the medical facility he was taken to the cardiac catheterization lab and found to have coronary artery occlusion that necessitated angioplasty. The angioplasty would be done with hemodynamic support of an impella pump. The pump position was not optimal and the team replace the pump with a second impella cp pump. At the sheath exchange and placement of the repositioning unit there was blood loss. This blood loss prompted blood replacement in the form of 2 units.